Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a popliteal angioplasty procedure, a catheter separation occurred. The lesion was located in the popliteal artery. Upon attempting to advance the ultra 2 monorail cutting balloon to the lesion for treatment, the catheter separated. The full balloon catheter was removed form the patient without incident. The procedure was completed successfully with another of the same device. No patient injuries or complications were reported. The patient's status was reported as "ok". Multiple attempts to obtain additional information have been unsuccessful.